Manufacturer narrative:
Testing and investigation the device did not deliver a dose when the bolus button on the bolus cord was pressed. This was due to a missing female contact pin on the docking station. The probable cause for the missing female contact pin was the pin was pulled out of the connection port when the bolus cord was removed. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. The device was returned to the service center with a report of the "bolus button not registering, also found socket at rear of unit missing several connecting pins, needs new socket." Multiple unsuccessful attempts were made to obtain additional information.